Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/03/2015). The patient¿s meter has been returned on 3/17/2015 and evaluated by lifescan product analysis on 3/19/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have spc pins 2 and 3 contaminated with dry blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter was displaying an ¿error 5¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at 12:30pm. The patient informed the csr that she is on insulin pump therapy and claimed she took action of consuming less food/drink due to the error message appearing. The patient claimed that 5 to 5.5 hours after the alleged issue began she developed symptoms of ¿a dry mouth and was tired and thirsty¿. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr documented the patient was using the incorrect technique to test her blood glucose by not cleaning the sample area. The csr confirmed the test strips were stored correctly (per owner¿s booklet recommendation) and that the test strip completely drew in the blood sample. The csr walked the patient through a retest and the alleged meter issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter error message began to appear.